Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os). The patient reported has been experiencing dry eyes and has been taking restasis. The icl was implanted on (B)(6) /2013 and remains implanted. The facility reported the date of the last post-op visit was (B)(6) 2014 and the visual acuity post-op was 20/20.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, eye drops (restasis) for dry eye treatment were prescribed following icl implantation last year. According to the dcr, dated on (B)(6) 2014, restasis (emulsion that increases natural ability of the eyes to produce tears) was prescribed two times a day for the treatment of dry eye syndrome and the issue was not related to the device. No medical or surgical interventions were done or scheduled and va was 20/20. Dry eye syndrome is a very common ocular condition that is characterized by disturbance of the tear film and many factors could cause this finding such as: eyelid problems, medications, environmental factors, etc. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).